Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the discontinued medication orders were active in the station. This issue resulted in medication error as discontinued medication order in cerner was incorrectly pulled for a patient. The customer stated that this malfunction identified while reviewing the patient's profile. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient showed up as admitted when patient was discharged. A technical support specialist upon investigation, found that a cancel discharge message had crossed over, which reactivated the patient profile. Since this occurred within the facility¿s 4-hour reactivation window, the canceled discharge and associated orders remained active on the patient¿s profile. The ministry wishes to discontinue all orders immediately upon discharge, there are currently no cce processes available to support this functionality. It is recommended to explore a solution with cerner, as they may offer configuration options or workflows to meet this requirement. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the discontinued medication orders were active in the station. This issue resulted in medication error as discontinued medication order in cerner was incorrectly pulled for a patient. The customer stated that this malfunction identified while reviewing the patient's profile. There were no delay or adverse events or injuries reported based on this event.